Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: upon introduction of the versaport bladeless trocar/cannula assembly into the pt, part of the blue protective shield and the white dilating fin broke off inside the pt. No pt injury reported. No additional info available at this time.